Manufacturer narrative:
Follow-up received on 31-may-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her baby who was exposed to essure micro-insert in utero and died because of unspecified procedures in the mother. The reported fetal death is unlisted according to the reference safety information for essure. In this particular case, neither the exact cause of baby death was provided nor was the gestational age at the time of this event informed. However, based on the minimal information available, a contributory role of essure in baby's death cannot be totally excluded. Therefore, this case was regarded as incident. Based on the available information there is no reason to suspect a causal relationship between reported medical event and a quality defect. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction: reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056924) in united states on 02-nov-2015. It refers to her baby, who was exposed to essure (fallopian tube occlusion insert) in utero. Additional information received on 25-nov-2015. The mother had essure inserted and became pregnant afterwards. According to her, the baby died because of the prior procedures, she had to have 4 surgeries and a hysterectomy. A life threatening, hospitalization, disability/permanent damage, congenital anomaly, required intervention were mentioned but not specified and/or assigned to one of the events. Linked mother case: (B)(4). Product technical complaint (ptc) investigation result received on 25-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her baby who was exposed to essure micro-insert in utero and died because of unspecified procedures in the mother. The reported fetal death is unlisted according to the reference safety information for essure. In this particular case, neither the exact cause of baby death was provided nor was the gestational age at the time of this event informed. However, based on the minimal information available, a contributory role of essure in baby's death cannot be totally excluded. Therefore, this case was regarded as incident. Based on the available information there is no reason to suspect a causal relationship between reported medical event and a quality defect. Follow-up information is being sought.